Event description:
It was reported that pump experienced malfunction. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer gave correction injection using multiple daily injections, did not require help from emergency or other third parties. A pump reset was performed and customer continued using pump for insulin therapy.